Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having low voltage advisory alarms. The batteries and battery clips were exchanged on (B)(6) 2020 to troubleshoot, but the alarms continued. The controller was exchanged on 12aug2021 and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was not confirmed. The system controller (serial number (B)(6) was reported to have been exchanged on 12aug2021 and was not returned for analysis. No log files from the controller were provided. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number pcx-11931, showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with power cable disconnect/low voltage conditions. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.